Event description:
The pneumatic roto osteotome drill was returned for svc. Upon evaluation at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The motor cartridge assembly and driveshaft required replacement due to the overheating of the device, which was likely caused by use over time. The affected components were replaced. The drill was cleaned, lubed, adjusted and returned to the customer. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.